Event description:
A malfunction on the pump was reported by the caller, identified by a code indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump, and after assistance from technical support, successfully reset it without a recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.